Event description:
It was reported that stent prematurely deployed. A 5 x 150 x 130 innova self-expanding stent was advanced for treatment in an endovascular isolation of abdominal aorta with stent procedure. During the procedure, the stent was placed in the celiac artery, but it was deployed in the abdominal aorta before reaching the opening of the celiac artery. The procedure was completed with another of the same device. No complications were reported, and the patient condition was stable.

Manufacturer narrative:
E1 initial reporter facility name was too long for the field on the initial reporter section: (B)(6). Device evaluation by manufacturer: the innova stent system was returned for analysis. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. The stent was not returned for analysis. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found damage to the device that may have contributed to the premature deployment.

Event description:
It was reported that stent prematurely deployed. A 5 x 150 x 130 innova self-expanding stent was advanced for treatment in a endovascular isolation of abdominal aorta with stent procedure. During the procedure, the stent was placed in the celiac artery, but it was deployed in the abdominal aorta before reaching the opening of the celiac artery. The procedure was completed with another of the same device. No complications were reported, and the patient condition was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6).